Manufacturer narrative:
G3 - should be corrected to 15-oct-2024 in the initial MDR. H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture and residue/debris on the product. Visual inspection found haptic bent. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H11 manufacturer narrative - refractive surprise: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive surprise. The lens was replaced with the same size length but different sphere/cylinder/axis. The problem resolved. The cause of the event was reported as unknown.